Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had issues with blue screen and biometric identifier was slow to login. A technical support specialist (tss) reimaged the device via the go live process. Bluetooth was disabled, and power management settings were updated, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, stations upgraded to software version 1.7.4 experienced multiple issues, including being frozen on the blue carefusion screen and slow or unresponsive bioid login. The devices appeared to freeze overnight and were not visible in healthsight viewer. The issue was typically identified only when user access to the medstation. Rebooting restored functionality; however, each reboot required two to three updates prior to use. Following updates, bioid functionality remained slow, unresponsive, or unusable, often prompting additional reboots. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, stations upgraded to software version 1.7.4 experienced multiple issues, including being frozen on the blue carefusion screen and slow or unresponsive bioid login. The devices appeared to freeze overnight and were not visible in healthsight viewer. The issue was typically identified only when user access to the medstation. Rebooting restored functionality; however, each reboot required two to three updates prior to use. Following updates, bioid functionality remained slow, unresponsive, or unusable, often prompting additional reboots. There were no delay or adverse events or injuries reported based on this event.